Event description:
It was reported that the device had an air in line error message. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for repair. Device had not been serviced in 12 months. Event history was reviewed. Air detector alarm was active on startup with fluid in line cassette attached. Replaced air detector sensor. While replacing the air detector, found downstream occlusion dso seal was separating from bezel. Replaced the dso bezel and seal. Replaced the printed wire assembly (pwa) board and the issues were resolved.